Event description:
Info received indicates all four casters are not locking into brake. The brake will set but does not hold.

Manufacturer narrative:
The tech found the casters were worn and not locking. He replaced the four casters to repair the bed.